Event description:
Boston scientific received information that this right ventricular (rv) lead had a history of noise that did not cause any asystole. The issue was being monitored and the new information has been received that the pace impedance measurements dropped below 200 ohms. As a result a revision procedure was performed and the lead was successfully capped and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.